Event description:
Procedure type: laparoscopic colectomy. According to the reporter: 20cc air was infused, then the balloon burst. Another device was used. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4).